Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker implant. During the procedure, the left ventricular lead was pulled back while slitting. It was also noted that the stylet could not be advanced to the distal tip of the lead. The lumen could also not be flushed after multiple attempts. The lead was removed and replaced. The patient was stable.